Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 35 mg/dl resulting in a seizure. Reportedly, the cause was related to customer's basal rate settings. Bg was treated with a glucagon injection, consumption of carbohydrates, and sugar water. Additionally, healthcare provider adjusted basal rates. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.